Manufacturer narrative:
Unable to verify bolus anomaly due to a corrupted history file. Insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. The device was monitored and no unexpected bolus delivery was observed during testing. Cracks to the display window, battery tube threads, reservoir tube lip, a scratched lcd window and missing end cap sticker noted.

Event description:
It was reported that the customer has experienced low blood glucose levels at night for the past three days. The father reviewed the bolus history, and found several boluses that he is sure the customer did not program. No alarms were found in the alarm history. The insulin pump passed the self test, but the father requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.